Event description:
A report was received that during a lead revision due to lead migration, the physician discovered that the ipg had fluid inside the header. The physician also noted that the ipg was exposed to electrocautery(monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. Physician's implant manual 9055940-001). The patient also mentioned having difficulty charging the ipg. The ipg was explanted and a new one was reimplanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it has been discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.